Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The nozzle was clogged with a greyish colored deposit. In addition to the findings reported, the scope cover was leaky and cracked, the bending section cover adhesive was separated and worn out, the light guide rod lens was cracked, the charged coupled device (ccd) cover lens was cracked, the plastic distal end cover was cracked, the connecting tube was creased, the universal cord was wrinkled and angulation and the insulation distal/end resistance value were both out of specification. The biopsy channel and switch button one (1) were both worn. The investigation is ongoing. Additional information was requested regarding this event. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, there was an insufflation problem on the evis exera iii colonovideoscope. During the inspection and testing of the returned device, the air/water nozzle was found to be clogged, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. It was noted that there was a leak of the control unit - therefore, the cause of the remaining foreign material may have been due to reprocessing that may not have been completed due to the leak. A further cause of the leak could not be presumed from the information provided for this investigation. The suggested event is preventable and detectable by handling device as per the following instructions for use (IFU): operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.